Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed bicarbonate buffer test (B)(4). Sensor passed with accurate readings. Also found cannula split from tubing.

Event description:
The customer reported via phone call that the insulin pump alarmed change sensors after two calibration errors. Customer does not recall any significant events leading to the error. Customer's blood glucose was 301 mg/dl at the time of incident. Troubleshooting was done for sensor and customer was advised to change out the sensor. Customer found that the sensor was bent when removed. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.